Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Reprograming was unable to resolve the issue. X-rays were taken and no anomalies were identified. Surgical intervention was undertaken and the lead was explanted and replaced and effective therapy was restored.